Manufacturer narrative:
Additional information sections: d10, g4, g7, h2, h3, h6, h10. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer was selected for a procedure. During device placement, the left atrial (la) disc formed a cobra shape when unsheathed inside the left atrial (la). The device was removed before release and the physician was unable to re-form the device to original shape. The procedure was successfully completed by using a 11mm aso. There was no patient consequences or complications.